Manufacturer narrative:
A review of the incident information by a manufacture representative found that the hex drive nut was torqued beyond its hardstop, causing the hex drive nut to snap the threaded post. Gear is also sheared from impact. Also, in the process of manually opening the system door, the nut for hole 2 was stripped. Parts were replaced and testing performed. The system passed all tests. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that they were able to take a 3d spin, but after the 3d spin they were unable to open the imaging system door and remove it from around the patient. Attempted to manually open the system's door and were unsuccessful. Surgeon was able to use the 3d spin for the surgery. System was moved to the foot of the bed and out of the way for the surgery, no impact to patient. Delay to surgery was approximately 15 minutes.